Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis confirmed the software is corrupted; programmer booted up to a system error that would not clear. Analysis also found the system fan and power supply are noisy. The programmer had a serial time out and it is noted this part is only used for testing; printed circuit board assembly found out of electrical specification. Media bay door latch tab is bent. Concomitant medical products: 229047 analyzer. (B)(4).

Event description:
It was reported the software is corrupted. The programmer was returned for repair. No patient complications were reported as a result of this event.